Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a stress fracture on the upper portion of the shaft of femur occurred in a patient who had been implanted with a plate for a femoral diaphyseal fracture, fifteen years ago. To treat the stress fracture, the surgeon planned to extract the plate and insert expert antegrade femoral nail. Bone was formed in the intra-spinal of the previous fracture portion, so reaming was unable to be done with the ball tip of the reaming rod. The surgeon performed reaming without the reaming rod. However, the reamer head got caught in the intra-spinal. The reamer head in question was left in the patient. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.